Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump wouldn't turn on even when inserting new batteries. Customer's blood glucose was unknown. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with a blank display. The problem was isolated to the motherboard. The insulin pump was received with a cracked reservoir tube lip.